Event description:
It was reported a hematoma occurred post device replacement. The implantable cardioverter defibrillator (ICD) system was explanted. Temporary pacing was utilized until implant of a permanent system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.